Event description:
It was reported that a balloon detached. An intervention to the saphenous vein graft (svg) to the circumflex (cx) was performed. It was noted that the target lesion was presumed to be a 7mm saphenous vein graft diameter, the lesion was noted to be tight, with a tight angle. A non boston scientific (non bsc) balloon was advanced to predilate the vessel. A non bsc stent was selected for treatment, but could not track over a non bsc wire, backed out of the guide catheter, and pulled the non bsc filterwire out of the vein graft. The vessel was rewired with a traverse and a non bsc filterwire was inserted. A 5.00 x 20mm synergy megatron was advanced to the target lesion and deployed, but when attempting to remove the delivery system, the balloon was stuck. The indeflator was set to negative pressure, but the balloon would not advance or pull back into the guide catheter. It was noted that the balloon was stuck in the stent right after deployment and never made it into the guide catheter. Another wire was inserted into the vein graft, a 3.00 x 20 apex balloon was placed next to the stent balloon, the balloon was inflated, and there was an attempt to drag the stent balloon back into the guide catheter. As the balloon was inflated, it broke the stent balloon off of the megatron shaft, and was free floating in the patient body. The fractured piece of the balloon was brought back to the iliac artery, where an attempt to snare the balloon was made, but it was not successful. A surgical intervention was required to cut down to open the groin and get the fractured piece of the balloon out of the patient body. The procedure was completed. It was noted that there was not any additional intervention applied to the megatron stent or svg after the apex facilitated the stent delivery system removal. No other stent was used after the megatron stent, and no patient injuries occurred prior to the surgical intervention. No further patient complications were reported in relation to this event and the patient was reported to be fully recovered.